Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when inappropriate mode switch episodes due to far field oversensing were observed. Programming changes were recommended. During the same follow up, the lv lead was discovered to be dislodged. The lead was explanted and the device remained implanted. The lead was there were no patient consequences.